Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The unit was not producing an image due to a faulty charged coupled device unit. Additionally a kink was noted in the cabling. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus hd autoclavable camera head was not producing an image during procedure preparation. According to the initial reporter, the intended procedure was completed without patient harm using another camera.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a faulty charge-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. Olympus will continue to monitor field performance for this device.